Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA mw5083558) that a patient of unknown age underwent breast prostheses implantation with two 475cc mentor smooth round moderate profile saline breast prostheses in 2001 for primary augmentation indication. The implant on the left side slipped from pocket resulting in double bubble immediately after implant and a permanent scar medial to the nipple. The double bubble and the permanent scar were removed with mastopexy in 2018. It was also reported that the patient developed symptoms including but not limited to migraines (requiring multiple neurological medications), bilateral upper arm skin rash (requiring high dose oral and topical steroids), scattered vocabulary, interstitial cystitis (requiring dmso treatments every 3 weeks for a year), hair loss, idiopathic neuropathy (requiring medication), chronic insomnia, muscle and joint pain, anxiety (requiring medication such as benzodiazepines), difficult swallowing, frequent yeast infections, depression, weight gain, infertility (requiring laparoscopy surgery and intrauterine insemination), dehiscence of abdominal surgical wounds (resulted from total abdominal hysterectomy)fibromyalgia (requiring medication), sharp pain in shoulder blade (requiring physical therapy, muscle relaxer and pain relievers), left breast mass (requiring biopsy which revealed inclusion cyst under nipple), mastitis (requiring medication), constant pain in right breast, acute ringing in right ear and vision loss. Audiology test and brain scan confirms no tumor and just tinnitus. The root cause of the patient's symptoms is unclear. No product issue, such as deflation was reported. The patient underwent explantation on (B)(6) 2018. Four weeks after explantation, the patient underwent egd/colonoscopy to dilate the esophagus and evaluate the colon. A tubulovillous adenoma polyp with mid-grade was found. This case was not confirmed by a healthcare professional. This medwatch form is for the left breast prosthesis.